Event description:
It was reported that the patient is experiencing a malfunctioning and stuck inflatable penile prosthesis (ipp) pump. The patient had a problem in squeezing the pump. A revision surgery is planned for the future. A patient outcome of stable was reported.